Manufacturer narrative:
UDI reference number (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the surgeon reported having had a difficult time inflating and deflating with the inflation syringe. Despite the difficulties, the 29mm sapien 3 valve was able to be deployed in acceptable aortic position with no residual leak. Additional information provided by the field clinical specialist indicated the stopcock was in the perpendicular (open) orientation when it was delivered to the table. No kinks were observed and there was not an unusual amount of torquing during insertion or deployment. The total time of inflation-deflation was approximately 80 seconds. The patient's native valve was heavily calcified and a bav was not performed. When the surgeon began inflation, his hand kept slipping off the top of the inflation device. It took longer than usual to inflate. The balloon was inflated to 100% and the syringe was locked. The team attempted deflation with the syringe but were unsuccessful. The md then attempted with a different 60cc syringe attached to the 3-way stopcock in order to deflate the balloon. Fluid was seen, the syringe was unlocked, and the balloon was successfully deflated. When the pacer was stopped, the valve was positioned in acceptable aortic position. The patient's blood pressure, however, was low and he received 10 seconds of chest compressions. The patient was placed on a low dose of vasopressors briefly. The post op echo showed zero pvl and 0 gradient. The patient was reported to be ¿doing fantastic¿ the next day. Once the delivery system was back on the table it was examined and was found to be functioning perfectly well.

Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed no residual fluid in the balloon. A twist on the crimp balloon was observed. During functional testing, the device was able to be fully inflated and de-aired successfully, indicating no leakage in the system. The crimp balloon was twisted and would untwist clockwise during inflation of the balloon. Total inflation time and deflation time of the device was 15 seconds. The device was tested again for inflation and deflation time within aa anatomical model. The total inflation/deflation time measurements met specification. The crimp balloon would untwist clockwise during inflation, then twist back during deflation. No other abnormalities were observed during inflation or deflation of the balloon in both trials. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other related complaints. Complaint history review from (B)(6)2019 to (B)(6)2020 for the commander delivery system (all models and sizes) revealed other similar complaints for the appropriate complaint codes. Although definite root causes were not able to be determined, in addition to procedural and/or patient factors, potential manufacturing defects may have contributed to the reported events. A CAPA was previously initiated to investigate the issue and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve during the manufacturing process the entire delivery system, including the crimp balloon and inflation balloon, undergoes multiple visual inspections and testing. The inflation balloon undergoes 100% inspection for single wall thickness and visual defects. The crimp balloon undergoes multiple 100% dimensional and visual inspections. The crimp balloon to inflation balloon laser bond and balloon catheter laser bond prep also undergo 100% visual inspections. During final inspection, 100% distal to proximal visual inspection is performed by manufacturing and quality. The entire device is inspected for damage or missing pieces and the inflation and crimp balloons are inspected. In addition, functional product verification (pv) testing is performed on finished devices under a sampling basis. The balloon inflation/deflation time and balloon inflation pressure are tested. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. No failures occurred during product verification testing and the lot was released. In this case, the complaints were confirmed based on visual inspection of the returned device. Although functional testing showed the device functions within anticipated inflation/deflation time, the complaints can be confirmed from empirical evidence (nature of the known manufacturing defect for twisted crimp balloon). A potential manufacturing defect may have contributed to the incorrect balloon shape. As per what was identified through a product risk assessment (pra) and CAPA, the twisting of the crimp balloon component can occur during manufacturing, due to inadequate manufacturing procedures and equipment, leading to an incorrect crimp balloon shape on the final device assembly. The twists in the crimp balloon can impede the flow of fluid to the inflation balloon during thv deployment, which may have resulted in the observed difficulties during inflation and deflation of the balloon. Per the complaint event description, ¿when the surgeon began inflation, his hand kept slipping off the top of the inflation device. It took longer than usual to inflate. The balloon was inflated to 100% and the syringe was locked. The team attempted deflation with the syringe but were unsuccessful. The md then attempted with a different 60cc syringe attached to the 3-way stopcock in order to deflate the balloon. Fluid was seen, the syringe was unlocked, and the balloon was successfully deflated.¿ it is possible that the difficulties felt when attempting to inflate the device could have originated from improper handling of the syringe. Available information suggests that a potential manufacturing defect (twisted crimp balloon), in additional to procedural factors (device manipulation/handling), may have contributed to the complaint events. A potential manufacturing defect (twisted crimp balloon) may have contributed to the incorrect balloon shape. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. Additionally, a pra was previously initiated and addresses the product risks related to this issue. No labeling/training/IFU deficiencies were identified.

Manufacturer narrative:
Section h10: the commander delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a slight twist was observed on the crimp balloon and a slight rotation was observed on the balloon during inflation. Investigation is ongoing.

Manufacturer narrative:
Reference CAPA-20-00141.